Event description:
It was reported that a patient presented in clinic after receiving a vibratory notification. High, out of range, high voltage lead impedance and high capture threshold were observed. Patient has been lost to follow-up. Patient was brought in for stress shock; normal hv lead impedance was noted and stress shock was successful. Decision was made to monitor the lead, and patient will be enrolled with remote monitoring with regular in-clinic checks.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.